Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery depleted faster due to usage which resulted in the customer experiencing a ¿high¿ blood glucose (bg) level with moderate ketones. A manual injection was administered to address bg. Troubleshooting with tandem technical support determined that the pump was functioning properly and the customer continued to use the pump for insulin therapy.